Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: patient was implanted on an unknown date with pfna nail. It was discovered on an unknown date the nail was broken. Patient was returned to the or on an unknown date and the hardware was removed. It is not known if the patient was implanted with any new hardware. No further information is available. After further review of the file, the blade and bolt were added to this complaint based on patient having pseudoarthrosis. This is 3 of 3 reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.